Event description:
Cellulitis [cellulitis]. Case description: spontaneous report was received on (B)(6) 2012, from a pt (age not provided), initials (B)(6). The pt's medical history was not provided. On an unspecified date in (B)(6) 2012, the pt initiated synvisc (hylan g-f 20) injection, dose regimen not provided. The lot number of synvisc was not provided. After 3 days, the pt experienced cellulitis. The company assessed the event as medically significant. The action taken with synvisc treatment was not provided. The outcome for the event of cellulitis was not provided. Concomitant medications were not provided. The intensity for the event of cellulitis was not provided. The qa (quality assurance) investigation results were received on (B)(6) 2012. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Manufacturer narrative:
MFR's comment: the benefit-risk relationship of the product is not affected by this report. Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review had not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.